Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while on ilet therapy. Severe hyperglycemia may require acute medical intervention, including insulin administration and intravenous fluids, consistent with the reported hospital treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts impacting insulin delivery and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia began following a supply change and persisted despite insulin delivery, and an occlusion alarm was triggered, indicating impaired insulin delivery along the fluid pathway. The user reported that the infusion set was deployed incorrectly, including failure to remove the needle guard, which is consistent with interruption of insulin delivery and subsequent hyperglycemia. Based on available information, the event was attributed to use error involving incorrect infusion set deployment resulting in interruption of insulin delivery, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 536 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.